Event description:
A unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party administration of toffee candy, cake, sugary drink and godina for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch. However, sensor plug was visibly not properly seated. Sensor was found to be in state 1 (indicating storage state). Insertion failures were observed. An extended investigation as also performed on the returned sensor plug and observed that the snaps were broken off, causing improper seating of the plug in the mount. This causes poor connection between the rubber contacts and printed circuit board (pcb) contacts and causes the sensor plug to be unable to form a proper seal, leading to possible liquid ingress onto the pcb. Therefore, this complaint is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party administration of toffee candy, cake, sugary drink and godina for treatment. There was no report of death or permanent impairment associated with this event.

Event description:
A unspecified error message was reported with the adc device and customer was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party administration of toffee candy, cake, sugary drink and godina for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.